Event description:
A customer reported an altitude alarm on their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove any obstructions from the speaker holes and clean the area with a soft brush and lint-free cloth. They also guided the customer to remove and reconnect the cartridge before resuming insulin delivery.